Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was unable to "press the done" button to complete the cartridge loading process. Tandem technical support assisted the customer; however, customer could not complete the process. There were no alerts or alarms. Customer reverted to using manual injections for insulin therapy. Reportedly, the customer¿s clinical diabetes specialist reviewed the loading process with the customer. No additional information was provided.